Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received a picture showing an open sample (unused and the threads are still wound on the pack). This sample contains 5 sutures inside the pack instead of 4 sutures as the product description. Therefore, we consider this complaint as confirmed. Regarding less units inside the box, no pictures or samples received and in consequence a proper analysis cannot be performed and it is not confirmed for this issue. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is a human error during the winding process in which the operator wounded five threads in the package instead of four threads. Final conclusion: considering that the pictures received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the pictures received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the hospital opened the packaging of this batch of suture and found that there should be 36 units in the box, while some boxes only had 34 or 35 units, which were missing 1-2 units. In addition, opening the suture unit also resulted in 5 needles, but it did not affect the use, so no samples were left.